Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed a particle that appeared to be the same color as the rubber stopper of calcium chloride vial. Most likely, the particle was created during the insertion of the needle through the rubber stopper of the vial and then withdrawn along with the solution into the body of syringe. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after dissolving thrombin in solution, red particulate matter was observed in the syringe of a floseal device. This event occurred during set up. There was no patient involvement. No additional information is available.